Event description:
I have had numerous autoimmune issues, random fevers, muscle aches, joint pain, brain fog, blurred vision for at least the last 6 years or longer due to my mentor saline implants that were placed in 1998.